Event description:
Following completion of an IV procedure the nurse removed the catheter, only partial catheter was remaining. No difficulties were incurred during insertion or removal. Subsequent x-rays and testing revealed that the catheter segment had migrated to the lower lobe of the right lung.